Event description:
It was reported that the insulin cartridge leaked into the cartridge compartment of the infusion device. The patient was admitted to the hospital with a glucose level of 41 mmol/l. The reporter stated that the customer replaced the cartridge in the hospital and later noticed that the cartridge leaked into the cartridge compartment of the infusion device. It cannot be excluded that a leaking cartridge caused the high glucose levels which led to hospitalization. At the time of the report, the patient was not yet completely recovered.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.